Event description:
The customer reported an issue with the incorrect time displayed on their device. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in updating the pump time and advised monitoring for any future discrepancies, with the customer understanding and acknowledging the guidance.